Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine was returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line); which occurred on the homechoice (hc) during initial drain. The tsr had the care giver (cg) cycle the power on the hc, and then it alarmed se 2367. The technical service representative (tsr) cycled the power again, and the hc proceeded to press go to start. The tsr informed the cg to start over with new supplies, and instructed the cg to inform their registered nurse (rn) regarding the alarm. Per the troubleshooting performed by the tsr, the cg reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. Baxter product surveillance contacted the cg on (B)(4) 2012 regarding the reported problem. The cg stated that they did start over with new supplies and was able to continue fine without further problems. The cg stated that there were no problems with the supplies or with the machine, but rather it was due to human error. The cg stated they realized that when they connected to the setup the patient line was closed when therapy was initiated. The cg stated they have not made the same mistake since. The cg stated that the patient has not mentioned this alarm to the nurse yet, because they are currently out of town. The cg stated they will remind them to let their nurse know. The cg stated that there has been no medical intervention needed due to the alarm, and the patient has been doing very well with their therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.